Manufacturer narrative:
(B)(4). Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.00/1.0/087 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. Pigment dispersion, uneactive (fixed) pupil, anterior segment inflammation, and glare/haloes was observed. It was reported that medical or surgical intervention is not necessary. For status of the eye (signs/symptoms) the reporter stated "mild cell/flare. 6.0mm unreactive pupil." Unknown was reported for cause of event and the reporter stated that the device did not fail to perform as intended. If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
B5: per updated information patient is seeing well but has a dilated pupil and has been using steroid eye drops to control inflammation. Inflammation has been improving. Surgeon will be tapering steroid eye drops with no plans of surgical intervention at the moment. If additional information is received a supplemental medwatch report will be submitted. Claim#: (B)(4).